Event description:
It was reported the camera head camera not working no image transmission. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h3, h4, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the endoscopic image cannot be displayed due to disconnection in cable unit. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head camera not working no image transmission. There was no report of patient harm.